Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. Neither warning nor error message regarding tracking issue occurred. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified according to the review result of logfiles. The root cause could be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the system lost eye tracking during the procedure. Additional information requested.

Manufacturer narrative:
During onsite visit the fse (field service engineer) replaced ir light. The system meets specification. The possible root cause is a faulty ir light. The manufacturer internal reference number is: (B)(4).